Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was inaccurate and pump shutoff. After charging battery, pump had reset unexpectedly. Customer's blood glucose was within range. Customer resumed pump therapy.